Event description:
The customer requested a depot service repair for a display that would blink and would not produce audio. The customer shipped the display to spacelabs healthcare for evaluation. The display was received and the reported problem was not verified. No malfunctions were identified. The device passed all testing and was returned to the customer.